Manufacturer narrative:
The investigation has been completed. No product or images of issue were returned for evaluation. Clinical details noted that the seal of the packaging was broken upon arrival to customer. The root cause of the packaging issues - sterility cannot be determined as no product or photos of issue in the field were returned and limited clinical details were provided.

Event description:
The complainant reported that the packaging of an impella cp device arrived with a broken seal. There was no patient involvement.